Event description:
As a customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm, the home patient's (hp) nurse was contacted in 2009 for follow-up and stated that the hp received another system error 2240 alarm the next night (this report) and could not find a reason for the alarm. The nurse stated that she told the hp to try a different lot of cassettes because she felt that may be the problem. The hp then tried a different batch of cassettes and has not had a problem since. The nurse stated that the hp was in the clinic on that day to get tested for peritonitis as the hp had a cloudy bag and felt that it was peritonitis. At about one week later, another call was made to the hp's nurse, who stated that the hp definitely had peritonitis. The test results showed escherichia coli gram-negative rods. The hp was given 1gram (g) of cefazolin intra-peritoneally and was to continue that for three weeks. The hp was also giving one dose of gentamycin 80 milligrams (mg) and was to have an additional dose of 40mg for three weeks. The hp was having abdominal pain and had cloudy effluent and was not responding to the antibiotics that were given so the hp was admitted to the hospital. The home patient's (hp) nurse was contacted at about 11 days laterto attempt to obtain additional information about the system error 2240 alarm that occurred in 2009 and the nurse refused to provide any further information than has already been provided. The nurse only stated that the patient has been released from the hospital, is now in a nursing home, and has been placed on hemodialysis for now. No further information could be obtained.

Manufacturer narrative:
The home patient discarded the sample.